Event description:
Display backlight failure. This initial case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who spoke with ikaria technical services regarding a device issue with inomax dsir # (B)(4). The device was not in use on a pt at the time of the device issue. The rt reported that following boot up of inomax dsir # (B)(4) the display on the device was pink during the ikaria splash screen and then turned black. The green power indicator was lit and there was no audible alarm. The rt touched the screen where the "buttons" are located and he could hear it beep as it responded to his touch. Inomax dsir # (B)(4) was removed from service and returned to ikaria for service investigation. Investigational results were received on (B)(4) 2014. Case comment (B)(4) 2014: the device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR 3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir # (B)(4). Device investigation was completed (B)(4) 2014. Inomax dsir # (B)(4) was returned to the MFR for service investigation. Regional service ctr (rsc) investigation service log review reveals delivery failure alarms with backlight current below minimum consistent with a failed backlight. Rsc also experienced the reported complaint of a blank screen. The touchscreen/display was replaced. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was display backlight failure. This condition will be tracked and trended under ikaria's quality system. The device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).